Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up it was noted that there was an increase in pacing thresholds in the unipolar configuration on the right ventricular (rv) lead resulting in loss of capture. The rv lead was a competitor lead. The patient was not pacemaker dependent. The device was reprogrammed to bipolar configuration and the values of the pacing thresholds had decreased. The measurements of the pacing impedance measurements appeared normal. No adverse patient effects were reported. A technical review was requested. Technical review noted that the automatic threshold in the rv was unknown for the past year due to the device being in retry for the past year. Enginering noted that there are numerous inappropriate tachycardia episodes that show intermittent loss of capture. The impedances for the past year have been in the 480 to 500 ohm range in unipolar mode and the most recent value taken in bipolar was 620 ohms. The magnet shows 90 ppm likely this was due to the previously high programmed outputs. The engineers expect the magnet rate to go to 100ppm with the new programming.